Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting, add'l relevant pt medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported info and the plant's investigation.

Event description:
It was reported by user facility that pt's blood pressure dropped and he lost consciousness. Pt was sent to the emergency room and eventually sent home. Customer stated air from the saline bag went through level detector with no alarm.